Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported an elevated blood glucose level of 300 (mg/dl) and delivered a manual injection and resorted to their old pump to stabilize bg level. The customer believes that the site is the cause of their high bg level. While changing their supplies, the customer's pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer added insulin, but continued to receive the message. While troubleshooting with tandem technical support, the customer loaded the cartridge with water successfully and then loaded a new cartridge with insulin successfully.